Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu1376 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that they opened the kit and the inner packaging was punctured with the tunneler sticking through.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Initial medwatch was created in error. Upon further review it was determined that the device is exempt from MDR reporting per 21 crf803.19 reference e1997041 and will be reported on alternative summary report.

Event description:
Per sales rep, the facility reported that they opened the kit and the inner packaging was punctured with the tunneler sticking through.